Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, and crease flat. Leak test was performed and found openings on anterior and radius. A microscopic analysis was performed which identified a sharp (edge) opening on anterior, and a striated (edge) opening, consistent with use of a surgical tool. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a striated (edge) opening on radius side due to surgical damage, and a sharp opening (edge) on anterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.